Event description:
A report was received that the patient was experiencing pain at the ipg site. It was mentioned that the pain was intensified when stimulation was on. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1200 (B)(4). Device evaluation indication that the ipg passed the functional test and revealed no anomalies.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was mentioned that the pain was intensified when stimulation was on. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.